Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board. System operates as intended. (B) (4).

Event description:
The customer reported, a charger failure error and the left monitor went blank. No pt injury was reported.